Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Ref MFR report: 1627487-2014-25012 and 1627487-2014-25014. It was reported the pt experienced intermittent stimulation due to falling twice. It was also reported the pt had bruising near and at her ipg site due to the falling. Impedance diagnostics revealed low contacts. Reprogramming provided good stimulation/coverage.